Event description:
It was reported that the customer encountered a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information via email and advised the customer to call back if the issue was not resolved.